Event description:
It was reported that the customer experienced "false alarms" on the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.